Event description:
It was reported that the lead was explanted due to high ventricular defibrillation impedance of greater than 200 ohms. No patient complications have been reported as a result of this event.